Manufacturer narrative:
The device was received and evaluated. Unaided visual inspection and functional testing were performed. Functional testing revealed a leak only from the spike port where the customer had spiked the bag, which is normal once the spike is removed. No other leak from the bag was observed. The reported condition of the leak from the bag was not verified. A manufacturing record review could not be performed because the lot number provided was incomplete. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag disconnected from the spike of an IV (intravenous) tubing set and leaked onto the reporter and the floor. This was identified during a patient amino acid infusion. As a result, the patient was disconnected from the line and heparin locked. There was no patient injury or medical intervention associated with this event. No additional information is available..